Event description:
Device 2 of 2. Reference MFR report number: 1627487-2019-03679. It was reported that patient experienced lack of therapy. Diagnostic testing showed that the lead located at l4 had high impedance. Reprogramming was unable to resolve the issue. As a result, surgical intervention was undertaken during which the l4 lead was explanted and replaced. During the surgery, the lead located at l2 migrated due to which it was also explanted and replaced. Post-operatively, therapy was restored.